Manufacturer narrative:
Date of event - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the angio-seal device was opened it was brittle and easily broke. Additional information was received on 08jan2020. The device was brittle and the tip broke. The angio-seal device was not stored in a pyxis system.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.